Event description:
The spouse of a home patient reported a system error 2240 alarm in dwell 3/4 during the use of the home choice device. The spouse of a home patient noted a small pin hole leak in the cassette tubing when removing the set at the end of treatment. Per the spouse, the home patient discontinued treatment at the time of the alarm and resumed therapy with a manual exchange. Per the spouse no patient injury or medical intervention associated with this incident.